Event description:
Multiple episodes when nurses attempted to administer the covid booster (pfizer bivalent) and influenza (afluria) vaccines intramuscularly into deltoid muscle of different patients, resistance was met. After changing the needles, the nurses were able to administer the medication. The patients were not injured. At the site of administration, there was no local discomfort reported by the patients and no visible harm after medication administration. When trying to push the plunger nurses reported feeling a resistance. With force the plunger would move away. Issue has reported at multiple clinics/sites of care. Confirmed with staff that issue is present without the needle being used to draw through a rubber stopper. FDA safety report ID# (B)(4).